Event description:
The reporter did not state the reason for the return of the sitter select alarm model 8361. There was no pt contact or injury reported. Inspection shows that there is a battery acid leak and the battery door is damaged which could potentially cause the alarm to work intermittently.

Manufacturer narrative:
Eval results: (other) -the alarm's battery door is damaged and there is evidence of a battery acid leak inside the battery compartment. MFR reference # 2009-02-02682/93278.